Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured,tasp exhibits signs of repeated use and has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an primary tka on the patient's left knee, the tasp's split and chipped during insertion and trial range of motion.